Event description:
A report was received that the patient was having difficulty charging the ipg. It was determined that the ipg moved deeper. The patient underwent a revision procedure wherein the ipg was relocated.